Manufacturer narrative:
The device was returned for evaluation. Based on the results of the investigation, the definitive root cause of the issue could not be determined. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited water immersion in the lens unit. There was no patient involvement.